Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3587a, lot # l60752, implanted: (B)(6) 1999, explanted: (B)(6) 2000, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. The patient¿s concomitant medications included baclofen and morphine at unknown doses and concentrations in the patient¿s intrathecal pump system. It was reported that their first implantable neurostimulator (ins) was implanted in 1999 and quit working in 2000. The patient reported that it was something about the lead. The health care professional (hcp) had to go in and fix everything. It was reported that the patient was not really sure what was done during the surgery. They ¿removed the leads or replaced it.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.